Event description:
Surgeon reported the vessel sealer malfunctioning. Circulating rn tried unplugging and plugging the vessel sealer to troubleshoot with no success. A new vessel sealer was opened and functioned with no problems. (B)(4).